Event description:
The patient may have a pseudo tumor round the corail pinnacle (metal on metal). The surgeon explored the joint and a large bursitis was found. The tissue had a grey/green appearance indicative of alval.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: following investigation by bioengineering, notification was received that: undetermined, at this stage. With the information provided it is not possible to determine the root cause of the failure. The comments in the complaint description (may have a pseudo tumor round the corail pinnacle, a large bursitis was found, tissue had a grey/green appearance indicative of alval) are in keeping but not limited to that of an adverse reaction due to metal ion release. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further. Addendum added (B)(4) 2012. Conclusion and justification status: following further investigation by bioengineering, it was concluded that: root cause: undetermined. With the information provided it is not possible to determine the root cause of the failure. Edge wear was measured on the bearing surface indicating sub-optimal positioning of the implant. This can be seen in the lack of version on the acetabular component in the x-rays. The edge wear may also be due to soft tissue imbalance. Some fretting corrosion was apparent on the head/taper. Bone is evident on the acetabular shell suggesting that is was fixed. It is not possible to say why this hip replacement failed, it is likely to be a combination of factors, surgical technique, surgical process, the device and patient factors. The complaint shall be closed as an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis.